Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open sigmoidectomy, the firing knob was broken off when the knob was returned to the original position after the first stroke of the fourth firing. The staple line was complete. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.